Event description:
The customer observed false repeat reactive architect anti-hcv results for a patient. The sample was sent to another lab which utilized clia method, and the result was negative. The following data was provided: initial result = 1.03 s/co (reactive); retest in duplicate = reactive. Another lab (clia method) = negative no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the manifold kit valve and the 2-way bypass valve were leaking. The fsr resolved the issue by replacing the parts. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module serial number: (B)(4) or the likely cause parts was identified.